Event description:
The complainant reported a (B)(6) female patient presenting with cardiomyopathy for hemodynamic support using the impella 5.0 device. During support, the physician switched the device to surgical mode to complete required intervention related to procedure bleeding. After intervention was completed, the 5.0 failed to restart when attempting to switch out of surgical mode. The pump was implanted for approximately 3 hours. A new pump was used without further issue.

Manufacturer narrative:
The device was received and an evaluation is underway. A supplemental MDR will be submitted upon completion of our analysis.

Manufacturer narrative:
The device was received and an investigation was completed. Data logs confirmed the reported pump failing to restart. A visual inspection revealed a foreign piece of fractured blue tubing observed within the impeller blades, and thus, believed to be the root cause of the reported device issue.